Manufacturer narrative:
The device was not returned for evaluation. Review of the device history records is not possible as the lot number for the device is unknown. The cause for the reported pericardial effusion is unknown. Date report submitted to FDA by manufacturer: 01/28/2011. Date the initial reporter provided the information to the manufacturer: (B)(4)2011.

Event description:
It was reported at the end of the procedure, the physician punctured the pericardium with the catheter and subsequently had to perform a pericardiocentesis. The physician does not allege the pericardial effusion was caused by the device.